Event description:
The customer alleged the exhaled volume while testing with an rt-200 was low and out of specification. The mallinckrodt factory service technician (mfst) verified the reported problem, inspected the device and replaced the cup seal. The unit passed extended service final testing. This report is not an admisssion by mallinckrodt that this device caused or contributed to the event alleged in this report.